Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: the customer stated the handpiece was stuck during surgery and became hot. The reported event was confirmed. The manufacturers evaluation revealed bent guide pins and a loud bearing. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
This is a conversion from (B)(6), line 282573. An customer update was received which made a repair to a complaint. The customer stated the handpiece was stuck during surgery and became hot. There was no harm or adverse event for patient, operator or third party reported by the customer. The surgery was finished successfully with a new device with the same part number. As a result, the surgery lasted 5 minutes longer.